Event description:
Continuous renal replacement therapy (crrt) primsma flex could not complete initial zero of product scales for operation. After 2nd try, screen said to cut off machine and contact service provider to clear alarm.